Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting an incident where the patient experienced seeing yellow and feeling heart racing; the patient was hospitalized and the patient was treated with intravenous insulin and fluids. The patient reported that the blood glucose at the time of the event was 23 mmol/l with positive ketones of 3. The patient reported that during the hospitalization, a full cardiac workup was performed and was found to be negative. The patient reported being released from the hospital with a blood glucose of 16mmo/l but blood glucose levels were erratic after being released. The patient reported thinking the issue might be the pump. The pump was reviewed with the patient. The patient confirmed that all of the pump settings were correct. The pump history was reviewed and found nothing out of the ordinary. Troubleshooting found no evidence of a mechanical issue with the pump. The patient indicated being thin and the patient admitted to having scar tissue but indicated that the areas were being avoided and the sites were rotated appropriately. The patient indicated that changing the site did decrease blood glucose levels but within a few hours the blood glucose would be elevated again. The patient was advised to discuss the event with a health care professional for possible rate adjustments. This report is made based on the allegation that the patient experienced hyperglycemia requiring hospitalization while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the pump data from the time of the event was overwritten due to continued patient use of the pump. A review of the available total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad; the returned battery cap was able to successfully secure to complete testing.